Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Date the mesh was trimmed? Results? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced vaginal mesh extrusion. One cm of the exposed part of the mesh was removed under general anesthesia. Additional information has been requested.

Manufacturer narrative:
Pc-000032140 additional information: additional patient codes: (B)(4) - surgical intervention corrected device codes: (B)(4) corrected narrative: it was reported that the patient underwent an unknown retropubic surgical procedure in 2012 and mesh was implanted. Following the procedure, the patient experienced vaginal mesh extrusion. One cm of the exposed part of the mesh was removed under general anesthesia. It was reported that the mesh excision was performed in 2012. The patient underwent an autologous fascial sling procedure in 2014. It was also reported that the partner felt mesh during intercourse. The mesh exposure was noted on (B)(6) 2017 by a physician and on (B)(6) 2017, histopathology confirmed mild patchy chronic inflammation of mesh. Two weeks post op follow-up the patient is experiencing stress incontinence, blood stained urine and brownish discharge vaginally. On the vaginal examination, a superficial breakdown of wound was observed but there is no mesh extrusion or fistula. Additional information was requested and the following was obtained: ¿ date and name of initial surgical procedure? Tvt - 2012 date unknown ¿ the diagnosis and indication for the initial surgical procedure? Genuine stress incontinence ¿ what were current symptoms following the index surgical procedure? Onset date? Unknown ¿ other relevant patient history/concomitant medications mesh excision in 2012. Autologous fascial sling in 2014 ¿ product code and lot number? Unknown ¿ what is physician¿s opinion as to the etiology of or contributing factors to this event - unknown ¿ the initial approach for the index surgical procedure? Retropubic ¿ any concurrent procedure/device implantation? See above ¿ were there any intra-operative complications? None known ¿ when was the mesh exposure first noted by a physician? 15/05/2017 ¿ mesh exposure symptoms and diagnostic confirmation? Partner felt mesh during intercourse. ¿ date the mesh was trimmed? Results? (B)(6) 2017 - histopathology confirmed mild patchy chronic inflammation of mesh ¿ what is the patient's current status? 2 weeks post op follow-up- stress incontinence continues. Blood stained urine & reports brownish discharge vaginally. Vaginal examination: superficial breakdown of wound but no mesh extrusion. No fistula.